Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patient said every (B)(6) they gets shocked real bad. After they were implanted in (B)(6) 2023 in (B)(6) they got shocked that whole month. It does electrical shocking pain that goes down the spine to the toes like nerve pain. It goes up to the top of the head where they had a concussion and you feel it in your heart. It shocks your heart. It goes from the buttocks where the stimulator is to the sciatic nerve and down all the way to the legs and feet because they have static nerve pain. It's like it shocks you down the legs. It went up to the brain on the left side where they had a concussion. It was making their left eye twitch real bad and they were seeing a weird dart almost like a letter c but not quite a c. This happened last year and their doctor had them turn it off for seven months. They sent them to the neurologist to have their nerves tested. They tested the upper part of their body and they did have nerve damage in upper part of body. They wouldn't test their nerves in the lower part of the body because they were afraid it was too close to the stimulator. The manufacturer rep came back and turn the therapy on, and they changed them to program four to help their bowel problems, but they are still having bowel problems. When the therapy was off the patient's bladder was leaking more. The urologist checked the device and said there was no shorts and everything looked good. It first happened in (B)(6) 2024, and then again in (B)(6) 2025 through (B)(6) to the first week of (B)(6). Patient said they broke out with hemorrhoids and had to go to the emergency room and have them removed. Caller wanted to know if the device caused the hemorrhoids. Patient is trying to prevent the shocking from happening this time. Since the patient got turned back on the stimulator hasn't shocked them. The patient was redirected to their healthcare provider to further address the issue. Patient said they thi nk they go back to the doctor next month to get the stimulator tested. Additional information was received on 2026-mar-05 from a healthcare professional (hcp). The hcp reported that they have received the fax, but was still evaluating the patient for the shocking, nerve-damaged, shocks in their heart, etc. The hcp stated that the concussion is not related to a device or therapy. They will complete the fax and send it back once they evaluate the patient for the shock, nerve damage and shocks to their heart but as of now, they do not have any information.